Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: was that the power button is left pressed in the on position and does not return due to a failure of the converter power switch section and caused traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the subject device had a failure of the converter power switch. There was no patient involvement.